Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with an unknown type and size balloon. The physician attempted to place the taxus liberte' 2.5x24mm drug eluting stent to the 80% stenosed lesion located in the noncalcified and nontortuous proximal left circumflex (lcx) artery, but resistance was encountered during insertion and the stent struts were found to be out of shape. The procedure was completed successfully with another taxus stent. No patient injuries or complications were reported. Patient status post procedure is noted as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause is determined to be unknown. Product unavailable for analysis.